Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported not being satisfied with their byte progress. The patient stated that their bottom teeth need slight straightening and, more importantly, the teeth on their right side do not touch when biting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.